Event description:
The event is reported as: the corrugated tubing melted while in use with the conchatherm heater (catalog #380-80r). No pt injury reported.

Manufacturer narrative:
The hospital contact, (B)(6), evaluated the set up of the system and states that the malfunction may have occurred due to error on their side. Evaluation: method: device history record (DHR) review. Results: other - the lot number for the reported device is unk. The DHR review was completed using a substitute lot number (02k10002694). The DHR for the substitute lot number showed no issues during the packaging of the (B)(4) product. Conclusions: no conclusion can be drawn. Other - customer complaint can not be confirmed. No root cause can be determined at this time. According to the device history record (for the substituted lot number) and to the product verification it was found that the (B)(4) product is not sold as a circuit, but as 70" corrugated tubing. On the information provided, the complaint states that the result of the melted tube was related to the concha heater; the tube itself does not generate heat that could cause melting. No corrective action is required. The defect reported on the complaint is not related to the intended functionality of the (B)(4) product. A f/u report will be submitted if additional information is rec'd.